Event description:
One target therapeutics guglielmi detachable coil was successfully placed in a basilar artery aneurysm. A second guglielmi detachable coil was deployed and it became attached to the rapid transit catheter's tip. Attempts were made to detach the coil from the catheter's tip but were unsuccessful. The catheter was withdrawn and the coil detached in the basilar artery. Coil retriever was used to retrieve the coil without any adverse effects to the patient.